Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing on the rv pacing lead and high threshold of 4.5 v were noted. The lead was explanted.

Manufacturer narrative:
Combination product: yes. The ipg and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Effecta d: the pacemaker was successfully interrogated and the pacemaker¿s memory content was analyzed, confirming the clinical observation. The device switched to the eri battery status on march 31, 2025. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. Next, the header of the device was analyzed, revealing no anomalies. The analyzed data show that the eri battery status was triggered by the programmed high current consumption program and not due to a depleted battery. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by reprogramming. However, the notification of the eri battery status takes place only upon new device interrogation. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. There was no indication of a material or manufacturing problem. Solia s 60: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of abrasion were noted along the lead body. In particular 6 cm proximal from the lead tip the insulation was rubbed through. This damage can be considered the root cause of the electrical peculiarities. Based on the characteristics of the damage it is assumed that the lead was subject to severe mechanical stress in the implanted state. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.